Event description:
It was reported that this implantable pacemaker was found to be in safety mode at an unspecified date. Subsequently, the device was explanted about six weeks later due to suspected premature battery depletion. No additional adverse patient effects were reported. At this time, the device has not been returned for analysis. If the device is returned this report will be updated with pertinent information upon completion of analysis.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode at an unspecified date. Subsequently, the device was explanted about six weeks later due to suspected premature battery depletion. No additional adverse patient effects were reported. At this time, the device has not been returned for analysis. If the device is returned this report will be updated with pertinent information upon completion of analysis. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.